Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 2 years post implant of ventralex mesh, patient was diagnosed with adhesions, small bowel obstruction, ischemic bowel, thereby underwent repair. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b7, d1, e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected field: b.3 (date of event) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of an incisional hernia, a ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and repair a bowel obstructions. The attorney alleges the patient's hernia repair surgery failed, allegedly resulting in much pain and suffering, doctor visits, subsequent procedures and severe and permanent injury. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿small hernia originating on the lateral aspect of the abdomen, which had some fat from the colon incarcerated into this area was dissected. The hernia was closed over a circular ventralex mesh using suture.¿ (B)(6) 2014 - patient was diagnosed with small bowel obstruction, extensive adhesions and ischemic bowel thereby underwent diagnostic laparoscopy to remove adhesions and small bowel. Per operative notes, ¿the ventralex mesh that was used 2 years ago was visible and small bowel was adherent to it. There was proximal distended bowel that appeared slightly ischemic but not necrotic. The small bowel and the terminal ileum were identified and followed, and it seemed like the area that was causing this obstruction was the area overlying the mesh itself in the left lower quadrant. Tried to dissect the bowel away from the mesh but it was adherent tenaciously and difficult to visualize the area well since there were more than one loop of bowel stuck to this area. The rest of the bowel was removed off of the mesh with no enterotomies. Tried to put the omentum over the mesh and the bowel as much as possible along the midline.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, pain, and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of an incisional hernia, a ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and repair a bowel obstructions. The attorney alleges the patient's hernia repair surgery failed, allegedly resulting in much pain and suffering, doctor visits, subsequent procedures and severe and permanent injury.